Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored supraventricular tachycardia (svt) episodes. During one of these episodes, anti-tachycardia pacing (atp) was inappropriately delivered and put the patient into a slow ventricular tachycardia (ventricular tachycardia (vt) the rate was below the rate cutoff (rco), so the event ended. There were no other ventricular events after that one, so it was suspected the rhythm broke. The device remains in service at this time. No additional adverse patient effects were reported.